Manufacturer narrative:
The chloride electrode lot number is 21dxm52. A field service engineer (fse) determined that the vacuum tubing connected to the nozzle was rubbing against the cover table, creating a pinhole in the tubing. The fse replaced the damaged vacuum tubing and inspected the ion-selective electrode (ise) module for any related damage or wear and confirmed the appropriate cell rinse volume. Mechanism checks, an ise check, and ise calibration were completed successfully. Quality control passed within the acceptable range, and the hardware performance check was completed within the guidelines. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable ise indirect na-k-cl for gen.2 result from the cobas 6000 c (501) module for 3 patients. Patient 1's initial chloride result was 113.1 mmol/l. The repeat result on a different c 501 was 101.5 mmol/l. The repeat result was deemed to be correct. Patient 2's initial chloride result was 118.6 mmol/l. The repeat result on a different c 501 was 106.0 mmol/l. Patient 3's initial chloride result was 111.4 mmol/l. The repeat result on a different c 501 was 99.3 mmol/l. The results were not reported outside of the laboratory.